Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device implanted in (B)(6) 2014 was a 33mm watchman laa closure device. There were no recaptures performed during the procedure. It was previously reported that the device implanted in (B)(6) 2015 was a 33mm watchman laa closure device; however, it was further reported that the device implanted in (B)(6) was a 21mm watchman laa closure device.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported an incomplete seal of the left atrial appendage (laa) occurred. In (B)(6) 2014 a watchman laa closure device was implanted during a laa closure procedure. It was reported that there was an incomplete seal due to an anatomical abnormality in the laa; the patient had a large anterior lobe and an inferoposterior lobe. Imaging at the time of the implant procedure revealed an incomplete seal, or leak, with a jet size of >5mm. In (B)(6) 2015, the patient was admitted for a scheduled implantation of a second watchman laa closure device. The next day, a transesophageal echocardiogram (tee) revealed no evidence of intracavitary thrombi. It was reported that a 33mm watchman laa closure device was advanced and deployed in a kssing manner with the previously implanted watchman laa closure device in order to seal the jet. The physician performed the anchor test which revealed very good stability of the device. The device occludes the anterior lobe with acceptable size (compression) noted. The device was released successfully and the patient was transferred to ICU for monitoring. The patient was discharged the day after the procedure in a stable condition.